Manufacturer narrative:
Reason for reoperation is capsular contracture, baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "elastomer folds", "lobed contours", "capsule had cracks of polyurethane" and "¿evolved to a different way, causing a difference in the breast¿. The device has been explanted.